Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: 2.75x15 xience v; 3.5x18 xience v; other: iabp. (B)(4) - patient selection. The reported angina and thrombosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. In this case, the patient was treated with medication. Reportedly, the patient was presented with elevated cardiac enzymes. It should be noted that the IFU states: patients who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami. In this case, this does not appear to have contributed to the reported event as the patient already had the elevated cardiac enzymes present prior to the stenting procedure. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2011, the patient presented with elevated cardiac enzymes and congestive heart failure. On (B)(6) 2011, angiography revealed that the right coronary artery (rca) was 100% occluded, left anterior artery was 99% occluded, and left circumflex artery (lcx) was 99% occluded. A v stent technique was performed with insertion of an intra-aortic balloon pump (iabp) in the lad and lcx. A 2.75 x 15 xience v stent was deployed in the 1st diagonal artery, a 3.5 x 18 xience v stent was deployed in the lad, and a 2.75 x 12 xience v stent was implanted in the lcx. Percutaneous intervention was not performed in the rca. On (B)(6) 2011, resting angina was diagnosed. On (B)(6) 2011, angiography confirmed in-stent thrombosis in the lcx. On (B)(6) 2011, an attempt was made to treat the thrombosis; however, neither guide wire or dilatation catheter could cross through the lesion. A stent system was not introduced into the anatomy and the procedure was aborted because the patient had good "collateral" from the lad to the lcx. The physician decided against percutaneous coronary intervention (pci); however, bayaspirin 100mg and plavix 75mg were administered with good results. Medication is on-going. Reportedly, it is the physician opinion that the cause of the thrombosis is heavy calcification, not stent apposition. Though requested, additional information was not provided.